Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said they had their spinal cord stimulator(scs) replaced because their leads moved prior to 2018. Pt said the scs was replaced because "their leads moved and the battery was old." Patient services specialist(pss) documenting reported event.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), product type lead; information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 02-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.